Manufacturer narrative:
UDI - (B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a microsensor was leaking csf 45 minutes after implantation and was replaced by another. After removing the sensor, the surgeon cut it in half to observe if the catheter was tracking csf like a evd and discovered it was so.

Manufacturer narrative:
The device was returned and evaluated by the supplier. The catheter was cut into by the surgeon, exposing the wires. Due to the condition of the device as received, no functional testing could be performed. A photo of the sensor was provided by the initial reporter; however, no conclusions could be drawn based on that image. A review of component quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Based on the information provided, the reported issue could not be confirmed. A review of complaint records for the previous 12 months for this lot and product code combination could not be performed as no lot number information was provided. The most recent monthly complaint presentation was reviewed and did not show that this product family exceeded its upper control limit for complaints. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.